Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code , medical device ¿ problem code ), h11 correct field : e1 ( postal code ) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that code 118, 111 and 112 were found on the unit. The fse replaced the display monitor to video generator board (0040-00-0456) and performed a total system checkout. Unit passed all functional and safety testing and was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) shutting down. There was no patient involvement.